Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm and keypad was heating up. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer called in with the following concern: customer states he keeps receiving multiple errors and the unit is getting hot. Pump error alarms. Attempt to check alarm history and document any findings: multiple pump error .unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Pump passed self test and high and low current measurement test. Unexpected restart noted when trying to rewind unit. Unable to perform displacement test due to unexpected rewind. Unit started heating up during testing. The adapt tool reveals that on 07/04/2022, 07/05/2022, 07/06/2022 and on 07/10/2022 pump error were recorded. Per software engineering log investigation pump error 63 due to processor watch dog failure file=522 line=341 variable info=0c. The adapt tool also recorded pump error on 07/10/2022. File=2005 line=5632. Per software engineering investigation log pump error is triggered when pump attempts to re-initialize/establish communication to the rf chip. The adapt tool also recorded pump error and pump error . Problem isolated to electronic assembly. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. All connectors were plugged in properly and no moisture damage on electronic assemblies. No physical damage noted during visual inspection.in conclusion, customer allegations are not confirmed. Unit powered up properly after battery installation. However, during download review pump error alarms were recorded. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.